Manufacturer narrative:
Section e3: corrected. Manufacturer's investigation conclusion: the reported event of the patient¿s system controller being exchanged in response to an alarm was confirmed via the provided log file. The log file captured a low voltage advisory alarm on 16may2024 which occurred due to routine use of 14-volt batteries that were in use for approximately 12 hours. The white power cable was disconnected shortly after the alarm and was not reconnected to power, causing the advisory alarm to transition into a low voltage hazard alarm. Approximately 1 minute later, the patient¿s driveline was disconnected to perform the reported controller exchange. The system operated as intended throughout the data. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. There were no atypical alarms produced during testing. Questions regarding the event were asked multiple times and no responses were received. Based on the log file data, the root cause of the controller¿s exchange appeared to have been in response to a routine low voltage alarm. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with low voltage conditions. Users are instructed to connect to a working power source in the event of a low voltage advisory/hazard alarm. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller had an issue with low voltage alarms, no matter the batteries that were used. The controller was exchanged by the patient's family without left ventricular assist device (lvad) coordinator consent. The patient and daughters were unable to articulate what was wrong with the then-primary controller. All the patient and family said was that it "was going off". There was no clear understanding of what transpired, and it was unknown whether the alarms were red or yellow. The patient was hospitalized.